Event description:
It was reported that during a case using the spine guidance 5 software, when merging the vertebral level it was completely off. The procedure was completed successfully with a surgical delay of less than 30 minutes and no adverse consequences.